Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a perceived skin infection on day 3 of wear of the adc freestyle libre sensor. On (B)(6) 2019, the customer reported infection like symptoms described as a rash, blisters, and a bruise at the sensor site and received "some allergy and infection medication" from a pharmacist. The customer had further hcp contact and provided pictures of the sensor site, but was not provided any further treatment or intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive patch was also returned. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found and the investigation showed all processes were effective.

Event description:
A customer reported a perceived skin infection on day 3 of wear of the adc freestyle libre sensor. On (B)(6) 2019 the customer reported infection like symptoms described as a rash, blisters, and a bruise at the sensor site and received "some allergy and infection medication" from a pharmacist. The customer had further hcp contact and provided pictures of the sensor site, but was not provided any further treatment or intervention. There was no report of death or permanent injury associated with this event.